Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was getting a no delivery alarm on the insulin pump. Customer was now receiving a motor error alarm. Customer stated that she has been getting no delivery alarms all day today. Customer stated that she was trying to change the reservoir and the infusion set and then ended getting a motor error when she was in the rewind and prime sequence. Customer was assisted in clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for the no delivery alarm.